Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) examined the system and confirmed that system was not booting up. After review log file fse found suite-pc did not start. After several examination fse found examined the hdd slot and found it to be intact. Fse found probably static electricity buildup might have caused the problem. Fse reseated the suite pc and x-ray pc hdds, after reseated the suite pc and x-ray pc hdds, the system was returned to use in good working order. The codes were updated based on the investigation outcome.